Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7047998.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure wherein the pocket site was relocated due to an unknown reason. During the procedure, high impedance was noted on the paddle lead, as a result the paddle lead was replaced. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.

Event description:
It was reported that patients implantable pulse generator (ipg) was moved on the right side for unknown reason. It was noted that the spinal cord stimulator paddle lead had impedance. The patient underwent a revision procedure wherein the ipg and lead were replaced and that the pocket site was moved. The patient was doing well postoperatively. The device will not be returned. Additional information was received that the reason for patients ipg relocation was that the ipg was not in the original location due to weight loss.